Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6) . Lot: 7104014. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Lot: 30853161.

Event description:
It was reported that the left deep brain stimulation lead migrated and the patient lost therapeutic benefit on the right side. The device was reprogrammed, however, this provided little benefit. The patient underwent a lead revision procedure where the left lead was successfully repositioned and the burr hole cover was replaced. The patient was doing well postoperatively. The physician assessed that there may have been possible scar tissue build up in the burr hole clip or the burr hole clip door was not fully secured at the initial surgery. The burr hole cover will not be returned as it was discarded by the medical facility.